Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was a leak confirmed? There was no leak, the anastomoses was not created at all. Additional information was requested and the following was obtained: was a leak confirmed? There was no leak, the anastomoses was not created at all. Was it able to be determined if the staples were deployed into the tissue? No, it was not possible to determine. If yes, were any staples missing from the staple line? N/a. If the device deployed staples, what was the shape of the staples (b-formation, irregular, legs straight)? Not known. Were the staples lying in the surgical field? No, it seemed there were no staples. Please provide details as to why the anastomosis opened. The surgeon claims there were no staples in the cdh25au. Did the post-operative care change based on the issue? Not known. What is the current patient status? Good, healed, back home. The surgeon has fired the instrument to create anastomoses, but the anastomoses was not created. Both sides of the bowel stayed open. Another stapler was used to connect it to together.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the surgeon fired the circular stapler. When opening the stapler, the anastomoses opened. It seemed like there were no staples inside, but it was not proved. The surgeon created the anastomoses again with the new stapler and it was fine and leakproof. Delay of thirty minutes. There were no adverse consequences for the patient reported. One device was discarded.